Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2010; inratio: 3.3; re-test: 2.1. Patient was surprised at her first test result (3.3 inr) - noting that she usually urinates blood when her inr is above 2.4 and she was not doing that at the time.